Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the silicone tubing separated from the female connector which could result in the air exceeded alarm. However, markings on the tubing were found indicating the two component parts were positioned together at the time of production. The reported condition was verified. The cause of the condition could not be determined; however the assembly between the female connector and the silicone tubing is a friction fit and not a solvent bond therefore, a strong tug on the tubing or flushing of the set with the twist clamp in the close position could cause the separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia device experienced a low priority alarm (max air exceeded) alarm. The patient was connected at the time of the alarm. This occurred during an unspecified step of automated peritoneal dialysis therapy. This was further described as ¿the patient woke up due to an excessive air alarm. The patient then noticed that the transfer set was leaking from the twist clamp¿ which led to this alarm. Due to the event, the patient was given antibiotics as prophylactic treatment. There was no report of a patient injury associated with this event. No additional information is available.